Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized for diabetic ketoacidosis and high blood glucose level on maybe a month ago. The customer treated high blood glucose with insulin injections, bolus. Based on customer¿s report customer did not allege under delivery. The customer declined troubleshooting for high blood glucose and leak. The customer was using the insulin pump when high blood glucose was reported. Customer was not on auto mode. The insulin pump will not be returned for analysis.